Manufacturer narrative:
Additional narrative: (B)(4). Reporter¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy veterinary procedure on a canine, it was observed that the quick coupling device was not securing the pin. As a result, there was a five minute delay in the surgical procedure. A spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the wire were found not to secure the 0.6mm k-wire and noise. Therefore, the reported condition was confirmed. It was also determined that the device had a grinding noise, the labeling and marking were hard to read and had corrosion on internal components. The assignable root cause was determined to be due to improper cleaning and care and/or maintenance procedures not followed per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.